Event description:
It was reported the device leaks water. No patient involvement was reported.

Event description:
Oracle ro (B)(4): leaks water. Additional info received via email 21-feb-2022. Event date updated. No pt involvement.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is user interface. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.